Manufacturer narrative:
The analyzer failed final functional testing. The analyzer was found to be out of electrical specification. The analyzer was forwarded to the contract manufacturer for repair. If information is provided in the future, a supplemental report will be issued.

Event description:
The analyzer was returned without accompanying information and subsequently tested out of specification. There was no patient involv ement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.